Event description:
The customer reported that the system screens went black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the lemo connector were reseated during the service call. The system was tested and found to be working as intended and put back into service.